Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191223 - file-2019-03416_analysis_and_closure_report_resp-2019-01825.pdf]

Event description:
The subject pacemaker was implanted without any difficulty to position the leads. However, it was observed during the hospitalization of the patient that asynchronous ventricular spikes were delivered, without capture. Ventricular impedance was measured greater than 3000ohms, with no detection or stimulation. The next day, a re-intervention was performed. The physician confirmed a regular connection of the lead to the pacemaker by performing a pull test. The lead was then disconnected and connected to a pacing system analyzer (psa); all measurements were normal. The lead did not appear to have moved on the radioscopy. The doctor decided to replace the pacemaker.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted without any difficulty to position the leads. However, it was observed during the hospitalization of the patient that asynchronous ventricular spikes were delivered, without capture. Ventricular impedance was measured greater than 3000ohms, with no detection or stimulation. The next day, a re-intervention was performed. The physician confirmed a regular connection of the lead to the pacemaker by performed a pull test. The lead was then disconnected and connected to a pacing system analyzer (psa); all measurements were normal. The lead did not appear to have moved on the radioscopy. The doctor decided to replace the pacemaker.